Event description:
A report was received that during a suction procedure, the swivel of the closed suction system that attaches to the ventilator circuit broke off. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulation.